Event description:
It was reported that patient underwent left orthopedic salvage knee procedure on (B)(6) 2002. Subsequently, patient was revised on (B)(6) 2003 due to loose femoral stem. The stem was not removed, rather it was cemented into place. Additionally, patient was revised on (B)(6) 2015 due to limited knee range of motion. The polyethylene tibial bearing was exchanged during the second revision.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "inadequate range of motion due to improper selection or positioning of components." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02480 & 02481).